Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps device was used during a non-sedated gastroscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the endoscopist requested that further tissue biopsies be retrieved from the gastroesophageal junction (goj) site. However, as the forceps was opened, part of the device detached (possibly the pullwire). An immediate attempt was made to retrieve the fragment without success. The forceps device was withdrawn, and then a polytrap was used unsuccessfully in a second attempt to retrieve the fragment. The procedure was completed with a different device. Post procedure the patient was sent for an urgent chest and abdominal x-ray. Reportedly, the fragment was not visible under x-ray. The patient's condition at the conclusion of the procedure was reported to be stable. The physician provided the patient with regular patient condition updates, and the patient was sent home. Additionally, no further intervention is required as the physician feels the fragment will pass naturally.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps device was used during a non-sedated gastroscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the endoscopist requested that further tissue biopsies be retrieved from the gastroesophageal junction (goj) site. However, as the forceps was opened, part of the device detached (possibly the pullwire). An immediate attempt was made to retrieve the fragment without success. The forceps device was withdrawn, and then a polytrap was used unsuccessfully in a second attempt to retrieve the fragment. The procedure was completed with a different device. Post procedure the patient was sent for an urgent chest and abdominal x-ray. Reportedly, the fragment was not visible under x-ray. The patient's condition at the conclusion of the procedure was reported to be stable. The physician provided the patient with regular patient condition updates, and the patient was sent home. Additionally, no further intervention is required as the physician feels the fragment will pass naturally.

Manufacturer narrative:
A visual examination found that the device returned with one pullwire broken. Further material analysis was performed which found evidence of tension and compression zones indicative of a bending action. The failure surface presented with dimples rupture which suggest a tension overload event. Additionally, the failure surface also exhibited fatigue striations, noted as a result of a cyclic event. No material anomalies were noted. The device welding and riveting was found to be within manufacturing specifications. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwire broke. The evaluation determined that the failure occurred due to bending cyclic fatigue followed by a tension overload. Anatomical/procedural factors encountered during the procedure could have affected the integrity and performance of the device. Therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.